Event description:
Disconnection messages are displayed possibly related to iui connector contamination and/or damage. The nurses reprogrammed the devices and restarted the pumps. There were no reports of patient harm.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.